Manufacturer narrative:
Device evaluation/additional information: additional analysis results became available. It was clarified that the reported issue was not able to be duplicated during analysis; during testing of the computer no "no video input" issues were observed. However, there was still a failure found with the computer related to a ram malfunction. This failure that was found during analysis was documented in a medtronic navigation hardware anomaly tracking database. Correction: product code and common device name updated to proper values. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative tested the equipment at the site. It was noted that there was a hardware failure related to computer boot-up. Hardware parts were replaced on the navigation system. The navigation system then passed the system checkout and was found to be fully functional. The computer was returned to medtronic for further evaluation. The reported issue was able to be duplicated through visual/physical examination and functional testing. Initially the computer booted normally to the application screen. During further testing the computer froze at the medtronic logo. There were errors on tests 4, 5, 8 and 9 of the memtest86. It was stated that the computer has a bad ram module. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was having issues with seeing a no video input error during the clinical case. The system had gone down three times during the case and they had to reboot the system multiple times. The site stated this had happened multiple times, but a medtronic representative (rep) clarified that the issue had happened multiple times during the case that day. The rep stated that he was not aware of any prior cases being affected. There was a 10-minute delay to the case due to this issue, and there was no impact on patient outcome. The rep was onsite and was able to check the system which had the error upon reboot. The rep was able to check the cable that runs from the monitor to the computer, and video was established. The rep was able to reboot the system three times with no replication of the error. The rep stated that upon boot up, the system would beep every 15-20 seconds and it took about 3 minutes to restart the system. The fans on the computer were able to be heard establishing a computer boot up sequence.